Event description:
Patient reported having a non-mdt scs device and has started to leak again. Patient said they have had scs system reprogrammed and it was determined that patient experiences less leaking when scs is set to pulse instead of steady setting. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).